Event description:
During surgical procedure a small piece of the decker pituitary rongeur broke off. C-arm was used to remove the piece from the pt. All reusable surgical instruments are on a regular preventative maintenance schedule. Postoperatively, the pt did well and he was discharged in good condition.